Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the top cover, front panel and bottom chassis, front chassis and rear panel needed to be replaced due to corrosion. It was also recommend that the software version be upgraded to 4.10.02. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video system center exhibited that the power switch needs to be replaced due to crack damage around the indicator and white plastic. There was also an excessive amount of dust and foreign material on the board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9, h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was not identified. The probable cause of the inlet is broken could not be identified. In regards to the reported issue, the scope detection does not function, it likely occurred due to foreign objects or corrosion inside the circuit board. Olympus will continue to monitor field performance for this device.